Manufacturer narrative:
Reportable malfunction with inomax dsir ds20111190 was created as complaint-022300. Pin 5 was confirmed to be damaged/recessed on the injector module receptacle. The 90164 im receptacle cable was replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 5 or 6 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2017, a mallinckrodt internal employee identified a damaged/recessed pin 5 on the head of dsir ds20111190. There was no complaint alleged against this device. This is being reported as it is considered a reportable malfunction and was found during visual inspection of the device during routine maintenance service.